Event description:
New information noted that the patient was fine and no more tapping was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with feeling a tapping sound near the pulse generator site. Upon interrogation, the device was in backup vvi mode. Device function was restored. The patient would follow up normally.